Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7070816.

Event description:
It was reported that the patient was having discomfort. All device components were explanted and were not returned.